Event description:
It was reported that ongoing intermittent occlusion alarms occurred that caused the blood glucose level to rise, but the specific value remained unknown, as it displayed "high." The customer addressed the high blood glucose level by administering a correction injection using multiple daily injections (mdi). There was no assistance required from third parties. Reportedly, the customer reverted to an alternate method insulin therapy.